Event description:
It was reported to philips that the battery (sn: (B)(4), pn: (B)(6)) needed to have the calibration completed. After calibration, the equipment was still showing 'battery calibration recommended' while doing operational check. There was no patient involvement.